Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm it was observed that cardiosave hybrid, intra-aortic balloon pump (iabp) was unable to go into advanced settings to perform pm functions. There was no patient involved.